Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was received with cracked display window corner, battery tube threads, belt clip slot and scratched lcd window.

Event description:
The customer reported via phone call that the buttons were working intermittently. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.